Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached above 20 mmol/l (>360 mg/dl) while wearing the pod between 49 and 71 hours. The patient had ketones of 4.8, they were vomiting, had chills and trouble walking and talking. When the pod was removed the patient stated that there was a rash on the infusion site (abdomen). The patient was treated with antibiotics as the doctor thought the patient may have picked up an infection due to vomiting and having a cold. The patient was also treated with intravenous fluids and IV insulin. The patient was released after 24 hours.